Event description:
It was reported that an externalized conductor near the svc area was seen via x-ray. High capture threshold and low pacing lead impedance were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.